Event description:
Per the clinic, the patient sustained a head trauma resulting in extrusion of the receiver stimulator of the device. The implanted device remains.

Manufacturer narrative:
Correction: this report was filed in error. The device in question belongs to a different manufacturer; this is not a cochlear ltd device. This report is filed january 18, 2016.

Manufacturer narrative:
(B)(4). The implanted device remains.